Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient's mother reported that the up and down arrow buttons do not respond when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 03/23/2012-device evaluation: the pump has been returned and evaluated by product analysis on 02/22/2012 with the following findings: the pump was returned with the keypad torn at the up arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. All of the keypad buttons were found to be responsive to button presses. The keypad was removed and there were no button contact defects found.